Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. Troubleshooting was attempted, but was unsuccessful. The physician debated replacing the device, as the patient no longer needs pacing therapy, but the system was removed and replaced with a competitor's product. There were no additional adverse patient effects reported.